Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead due to suspected rv lead dislodgement. Rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed. The patient was in stable condition.